Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 500mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. The customer stated the insulin in use during the elevated bg levels had been exposed to direct sunlight. Tandem technical support (cts) reviewed the pump's history with the customer and found that the customer believed two boluses were delivered earlier in the day when no boluses had been requested or delivered. The customer acknowledged that these events may have contributed to the elevated bg levels and was to fill a cartridge with insulin not exposed to direct sunlight to further address the bg level. Cts discussed other factors that could cause elevated bg levels and recommendation was made to consult with their health care provider to discuss diabetes management.